Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2026, wherein the system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient is experiencing ineffective stimulation with the drg system. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg slimtip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10392977.